Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare professional thought the cardiac resynchronization therapy defibrillator (crt-d) did not treat the ventricular tachycardia (vt) and that she didn¿t really know about the device. Information on the interrogation report reveal that the vt was treated with anti-tachycardia pacing (atp). It was noted that the left ventricular (lv) lead had an increase in threshold and impedance measurement with the polarity programming change. The lv lead also exhibited an elevated threshold and impedance measurement. A noted large rise and high variability in lv impedance was also observed. It was also noted that the patient experienced phrenic nerve stimulation prior to the polarity change. The device and lead remain in use. No further patient complications have been reported as a result of this event.